Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips remote service engineer (rse) examined the system remotely and confirmed that the system froze intermittently while in service mode. A philips field service engineer (fse) visited the site and confirmed that the system was working as intended while in clinical mode. The fse replaced the suite-pc due to problems with reinstallation of its software. The fse found during service work that there were periodic problems with the power supply unit in the power distribution module (pdm) of the m-cabinet. The fse replaced the power distribution units (pdu) modules and performed all tests. The returned parts have been analyzed, however; no failures were found. After the replacement of the suite-pc and pdu modules, the system was returned to use in good working order. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system froze in the service profile. The device was not in clinical use at the time of the reported event, no harm was reported to philips. Philips has started an investigation of this complaint.